Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall events during a supply change, with multiple restarts not resolving the malfunction and a concurrent high glucose reading of 379 mg/dl. Symptoms included hyperglycemia. Outcomes included a recommendation to follow clinician-directed guidance for elevated glucose and to transition to backup therapy until a replacement device arrived, with a device replacement initiated. Investigation included review of device performance through data synchronization to the mobile app and logistical assessment associated with the returned device. Investigation of this device revealed consecutive stalled motor alerts consistent with a pump motor malfunction leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the motor assembly consistent with product malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.